Manufacturer narrative:
(B)(4). Upon follow up, it was reported the suspected peritonitis was confirmed to be peritonitis, which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The suspected peritonitis was reported to have occurred on an unspecified date ¿a few days back¿. This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The suspected peritonitis was manifested by abdominal pain and cloudy fluid. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the event. At the time of this report, the patient outcome of this event was not reported. The action taken with dianeal therapies was not reported. No additional information is available.